Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- painful right hip, metallosis on head, check for wear. **update: (B)(4) 2013 - litigation papers received. Litigation alleges discomfort, inflammation and infection caused by metallosis. The MDR decision is being reversed and products now reported to address these allegations.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Previous examination of the returned products could not confirm the complaint. The returned products were initially evaluated by the depuy (B)(4) for evidence of metallosis or eccentric wear with none found. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: previous examination of the returned products could not confirm the complaint. The returned products were initially evaluated by the depuy metallurgy lab for evidence of metallosis or eccentric wear with none found. The products were then remitted to the depuy metrology lab for dimensional checks to determine if actual wear was present. The metrology report found that all measurements of the mating surfaces between the head and the inner radius of the liner found no evidence of wear, and all measurements were found to be in compliance with drawing specification. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges dislocation with closed reduction, metal wear and metallosis.